Event description:
Information was received from a consumer regarding a patient receiving baclofen and dilaudid via an implanted pump. The indication for pump use was spinal pain. The patient's representative reported that the patient was getting a bolus every 2 hours and it was taking a full 2 minutes to get from 90% to 100%. The caller stated that this had been happening for a month and it had been getting progressively worse over the last month. The caller mentioned that the patient got 8 boluses a day, and also mentioned the that the last time the patient got their pump refilled was on (B)(6) and it had not made a difference in connection to the ptm (personal therapy manager). The caller stated that the patient was in chronic pain all the time and by the time the bolus is delivered, the patient has been hurting. The agent walked the caller through turning off the wifi and toggling airplane mode on and off. The caller was going to call back if the issue persisted. The patient¿s representative called back later on (B)(6) 2024 stating that t hey were still experiencing the issue. The agent reviewed best practice considerations and agreed to replace the communicator. A replacement communicator was requested from the repair department because of the chronic telemetry issue. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID tm90d0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.